Manufacturer narrative:
The customer did not return the product for evaluation or provide any information for the affected lot. Since the product information was not available, the device history record for the affected lot could not be reviewed. The cause of the event is unknown.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Since the customer could not see the lot # and expiration date, they were not captured. Since the lot # and expiration date is unknown, device manufacture date was not captured.

Event description:
The customer reported that the lot number, expiration date and control ranges were not printed on the bottle of contour next test strips. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.